Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received 4 inappropriate shocks for svt. Programming changes were made. Patient was fine. Few days later the patient presented in the hospital after experiencing inappropriate atp and hv therapy for a sinus tachycardia. Programming changes were made. Patient is fine and doing well.